Event description:
It was reported that the pump was implanted past use by date (usd). The use by date was 2014- 03-14 and the pump was implanted (B)(6) 2015. An invoice date of (B)(4) 2013 was provided.

Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).